Event description:
A customer reported that an rh discrepancy occurred on galileo echo (B)(4).

Manufacturer narrative:
A review of the image result files indicating that no antisera had been pipetted into the test wells. Customers were made aware of technical communication cc-11-026-01 regarding liquid level detection and that the presence of bubbles may cause the sample or reagent to be pipetted incorrectly leading to unexpected negative interpretations. The instrument is operating as expected.